Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported is experiencing blurred vision - distant and near (post traumatic brain injury). The icl remains implanted. The facility reported the date of the last post-op visit was (B)(6) 2014 and they were unable to confirm the patient report. The patient's visual acuity was 20/15.

Manufacturer narrative:
Method - (other): medical review results - (other): per medical review - it was reported that the patient underwent an implantation of an icl os on (B)(6), 2013 and is experiencing symptoms of "blurred vision (post-traumatic brain injury)". Visual disturbances are common following neurologic/brain trauma. Additional information was not provided regarding when the patient suffered a traumatic brain injury and how soon after the product was implanted. According to the dcr, dated (B)(6) 2014, the patient was last seen for a follow up on (B)(6) 2014 and was observed to have "no documented eye problems". Patient was noted to be 20/15 ou without correction. The physician does not attribute the symptoms to the product; rather, a patient related factor provided the patients past medical history. With the information provided, there is no correlation with the patient's symptoms related to the product. Conclusions - (other): based on the complaint history, work order search and the medical review, the cause of the event was attributed to a patient related factor and there is no correlation with the patient's symptoms related to the product. (B)(4).

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens implanted. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens implanted.